Event description:
It was reported that this right ventricular (rv) lead presented elevated shock impedance and high thresholds measurements. The lead was surgically abandoned and replaced with a new lead. No additional information is available at the moment. No additional adverse patient effects were reported.